Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the rewind took longer than before, the vibration was not strong, and the pump screen had lost brightness. The customer reported no adverse event. The event involved product(s) mmt-1880 and mmt-7020la. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-7020la.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump and carelink. No drive motor error or abnormal motor rewind noted during testing or in pump download history. No audio anomaly noted during testing or in pump download history. No back light anomaly noted during testing. No pump errors listed in the pump downloaded history. No pump error 63 alarms noted in pump history download. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay and cracked battery tube threads. The p-cap/reservoir does lock properly. Pump passed required testing, and no audio/vibrate anomaly noted during analysis. No drive motor error or abnormal motor rewind noted during analysis. No back light anomaly noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.